Event description:
Pt scheduled for elective total knee arthroplasty. Dr requested smith & nephew implants. Requested size 11mm. Genesis ii dished articular insert. Size 11 box chosen from stock, box label verified by circulating nurse & scrub. Inner package also labeled size 11. Stickers included with prosthesis labeled size 15mm. All original labels with or.